Event description:
On 10th february 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone galaxy (model unconfirmed). The event description provided states that the lens had to be explanted due to markings and an opacity in the lens.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that a rayone galaxy toric rao615x lens had to be explanted due to markings and an opacity in the lens. The lens has been retained and is expected to be returned to rayner for evaluation; however, it has been confirmed to have been cut to aid explantation, so evaluation options may be restricted as a result of this. "Iol replacement or extraction", "iol calcification" and "secondary membrane" are listed in the "adverse events" section of the rayone IFU. The explanted lens was retained and returned to rayner for evaluation. The explanted lens was returned to rayner in multiple pieces. Following autoclaving and a rinse with purified water to remove residual salts the lens was analysed via scanning electron microscopy (sem). Sem analysis did not reveal any evidence of calcium phosphate mineral deposition on the lens. Analysis revealed that carbon (c) and oxygen (o) were the main elements of the sample, consistent with the material of the acrylic iol. The lens was then stained with alizarin red. The staining test performed on the iol showed that the sample did not bind or stain any calcium. The analysis concludes that there is no calcification of the iol. It is not possible from the analysis performed to determine the root cause of the reported opacity of the lens; however, it is possible to exclude a lens related cause.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that a rayone galaxy (model unconfirmed) lens had to be explanted due to markings and an opacity in the lens. The lens has been retained and is expected to be returned to rayner for evaluation; however, it has been confirmed to have been cut to aid explantation, so evaluation options may be restricted as a result of this. "Iol replacement or extraction", "iol calcification" and "secondary membrane" are listed in the "adverse events" section of the rayone IFU. The healthcare facility has been contacted for additional information to facilitate further investigation of the event (including lens details as currently no product identifying information has been received). There is currently insufficient evidence and information available to determine the cause of the event.

Event description:
On 10th february 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone galaxy (model unconfirmed). The event description provided states that the lens had to be explanted due to markings and an opacity in the lens.